Manufacturer narrative:
(B)(4); appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient's generator migrated. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was replaced. Product return and evaluation is not necessary since the reported event of migration is not related to the functionality or delivery of therapy of the device no further relevant information has been received to date.

Event description:
Information was received from the physician that the cause of the migration is unclear, it may just be related to the placement of the original generator in axilla. She notes it is unusual placement, the area doesn't have as much muscle and is susceptible to more forces associated with arm and torso movement. She notes that the intervention is to preclude injury to leads and to alleviate discomfort. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Generator product analysis was completed. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The products were received by the manufacturer no other relevant information has been received to date.